Event description:
Provider states intermittent dlo drive lockout issue. It is noted the complainant did not provide further information as to how this issue affected the device and there is no information that would reasonably suggest any injury had occurred. Any further information received will be provided in a supplemental report.